Event description:
It was reported that patient underwent a hip arthroplasty in 2009. During the procedure, a low profile screw fractured while being inserted into the acetabular cup. Another screw was available to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Other - evaluation of returned component revealed that it fractured in torsional overload.